Event description:
The pt was being lifted from the chair to the bed. The pt's vent tubing was disconnected from the trach. While the cna was reconnecting the vent tubing, the lift tilted and hit the pt in the head. The lift legs were not extended and the base was not widened. The incorrect sling for this device was used. Pt was hit in the head by the lift and is on anticoagulation therapy. She was immediately sent per md order for CT scan. Results revealed a small subdural hematoma. The lift was removed from service. On 12/02/09 - (B) (4) came in to check the equipment and released it for use.